Manufacturer narrative:
Initial reporter facility name: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure performed on (B)(6) 2022. During the procedure, the spyscope was placed and the image comes out distorted approximately five minutes into the procedure. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure performed on (B)(6) 2022. During the procedure, the spyscope was placed and the image comes out distorted approximately five minutes into the procedure. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: (B)(6). Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that there were no elevator marks on the shaft of the catheter. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. An image assessment for visualization was performed. The device was plugged into the controller. A live, clear image was displayed. No problems were observed with physical connectivity of the device. X-ray imaging of the distal tip showed no problems with the redistribution layer (rdl) or thru-silicon via (tsvs), no camera wire damage was observed, a twists near the distal cap were noted. X-ray imaging of the handle showed no problems with the printed circuit board assembly (pcba) or camera wires. The handle was opened and the components within were visually inspected. It was noted that there was procedural residue on the plastic optical fibers (pofs) and camera wire in the breakout region, indicating that procedural fluids had flowed back up the optics lumen into the handle during use. The tip was blocked and saline was flushed through the irrigation tubing to induce backflow of saline into the optics lumen. This caused the image to be disrupted, with blue/orange lines across the screen and a purple hue. The saline was drained from the device and image quality was restored. The reported event was confirmed. During product analysis, it was noted that procedural residue remained at the top of the optics lumen in the breakout. Image was disrupted, likely due to the optics lumen was filled with saline. During use, it is likely that procedural factors caused this fluid to enter the optics lumen and the image signal could not withstand the change in capacitance created by the introduction of saline into the optics lumen. An investigation to address this problem is in progress. Based on all gathered information, cause traced to device design is the most probable cause selected for the complaint. A search of the complaint database confirmed that no similar complaint exist for the specified lot.